Event description:
During an atrioventricular node ablation case, the output of the ampere generator displayed as 0 and troubleshooting caused a delay. Replacing the catheter and the grounding pads did not resolve the issue. The generator was exchanged and the case was completed with no harm to the patient.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Visual inspection of the returned generator confirmed all connectors, switches, and labels appeared to have no physical damage. All the mounting hardware was secured. Normal wear from use was observed on the exterior chassis. No physical damage was observed the power cord connector. A known good power cable was plugged into the unit and no anomalies were observed. Evaluation testing which includes irrigated/non-irrigated catheter identification, temperature, resistance testing, and timing testing were all successful. The foot switch was also connected with successful results. Review of system log files provided inconclusive data as no anomalies were found for the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation.